Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d8; d10. H3, h6: a product investigation was conducted. Visual inspection: the image(s) provided in the attachment(s) ¿(B)(4) additional information from sales consultant with photo (B)(6) 2020¿ . The image(s) was reviewed, device is not visible and the images of packaging do not specify any product information. The device was received in sealed plastic packaging at cq. Visual inspection shows no damage to the plastic packaging but the device was found to be bent and deformed. The complaint can be confirmed. Document review: this lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Dimensional analysis: dimensional analysis was not performed due to post manufacturing damage conclusion: visual inspection, and document specification review of the received device was performed at cq. The complaint is confirmed. A definitive root cause could not be determined, it is highly possible that the transportation or storage might have contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 357.399-us lot number: 50p6943 part manufacture date: (B)(6) 2020. Manufacturing location: (B)(6). Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.2mm guide wire 400mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. H11 corrected data: g1: corrected physical manufacturer device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on may 28, 2020, a package was received damaged. The guide wire, drill bit and the reaming rod with ball tip were bent and the sterile packaging of a titanium cannulated tibial nails-ex with proximal bend was damaged. There was no patient involvement. Concomitant devices reported: 4.2mm 3-flut dr bit qc/330mm/100mm, (part# 03.010.061, lot# unknown, quantity# 1), 2.5mm ream rod w ball tip/950mm (part# 351.706s, lot# unknown, quantity# 1), 10mm ti cann tib nail-ex w/prox bend 330mm (part# 04.034.446s, lot# unknown, quantity# 1). This report is for one (1) 3.2mm guide wire 400mm this is report 1 of 1 for (B)(4).